Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left anterior descending (lad) artery and circumflex artery. Pre-dilation was performed on both lesion and a 2.25x28 synergy stent was implanted in the distal circumflex and a 2.75x20mm stent was implanted on the mid circumflex. Subsequently, a 3.0x20mm synergy stent was implanted in the lad. Post-dilation was performed using a 3.0x20mm to 4.5mm nc balloon at the left main. A kissing balloon technique was performed using two 3.0x15mm balloon catheter at the lad and circumflex artery. Intravascular ultrasound (ivus) was performed at the lad and as the ivus catheter was withdrawn, it was noted that the edge of the 3.0x20mm synergy stent was hit by the ivus causing the stent to collapse longitudinally. The 3.0x20 synergy stent had to be crushed and a 3.0x14 non-bsc stent was implanted and completed the procedure. No further patient complications were reported and the patient's status was fine.